Event description:
It is reported that in 2006, the head did not seat properly on the stem. The surgeon determined the pt was not suitable for a longer size, and the device was implanted even though it was loose on the stem. Device remains implanted.

Manufacturer narrative:
Eval summary: probable cause is unk. Eval: no product or x-rays were returned for eval. Device history records indicate MFR to specification. Three pieces from this same mfg lot were inspected and one piece was impacted on a stem. All three pieces met specification and the one piece that was impacted on a stem did lock.